Event description:
It was reported that the patient¿s blood glucose (bg) reached 26.0 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours. The patient found the cannula had not deployed as intended. The pink slide did not move forward, and the cannula was visible when the pod was removed. It was also reported that the patient expired "mild redness" at the infusion site. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.